Event description:
Additional information was received on (B)(6), 2012 when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The intensified follow-up indictor (ifi) was set at bench testing. Results of diagnostic testing indicated the device was operating properly with ifi yes.

Event description:
On (B)(6) 2012 a vns treating neurologist's nurse reported that the vns patient has been experiencing an increase in seizures that started in (B)(6) 2011. The patient was programmed to output=2.25ma/frequency=30hz/pulse width=250usec/on time=14sec/off time=0.5min until (B)(6) 2011 when the patient's settings were changed to output=2.25ma/frequency=30hz/pulse width=500usec/on time=7sec/off time=0.3min. The patient's settings were then increased again in (B)(6) 2011 to output=2.5ma/frequency=30hz/pulse width=500usec/on time=7sec/off time=0.3min due to the increased seizures. The battery longevity tables were reviewed which showed 2.0-2.8 years from date of implant till end of service with the patient's settings. The patient was implanted on (B)(6) 2009. The nurse stated that she did not have any diagnostic information but knew that the intensified follow-up indicator had said "no" but that they would continue to follow the patient closely. The nurse also reported that they were unsure of the cause of the increased seizures. The nurse later reported on (B)(6) 2012 that the device is nearing end of service and that the increased seizures could possibly be related to this. They have adjusted the patient's output current due to the increased seizures. They are also checking the patient's medication levels. There have been no seizures reported since a cluster on (B)(6) 2012. The nurse further stated that the increase in clustering seizures could possibly be a fluctuation in the patient's normal seizures pattern and be unrelated to vns. Both the normal mode and system diagnostics showed an impedance value of 2160ohms.

Event description:
Additional information was received on (B)(6) 2012 when it was reported that the vns patient had battery replacement that day due to end of service. The explanted generator was returned to the manufacturer on (B)(6) 2012, for product analysis that is still underway and has not yet been completed.